Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(6). (B)(4). The device has not been returned for evaluation. Method ¿ no testing methods performed. Results ¿ no results available since no evaluation performed. Conclusion ¿ device not returned.

Event description:
It was reported ¿pulled out to clean, doctor put back in to use and blade was acting strange. Removed blade and noticed tip was broken but still connected. At that point the tip broke.¿ there was no report of patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.